Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the reported product lot number. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is a discontinued item.

Event description:
The pt was revised due to osteolysis and poly wear.